Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been feeling near syncopal. It was also reported there was possible intermittent undersensing on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.